Manufacturer narrative:
A definitive root cause was unable to be determined. Based on the results of the investigation, the most likely cause of the blurry and indistinct image was failure of the zoom function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the image of the gastrointestinal videoscope was blurry and indistinct. There was no patient involvement.